Event description:
Kimberly clark received a complaint indicating that while removing the ready care dentabswab, the swab came off the tip and was breathed into the patient's nasal passage. The swab was removed during a doctor's office visit. No injury was reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The device history record was reviewed for the lot number provided and found that all product met manufacturer's specifications. Without a product sample, we are unable to conduct a thorough investigation at this time. No additional information has been received. This complaint investigation has been completed and the complaint is closed. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.